Event description:
It was reported that during a cryo ablation procedure, electro-mechanical cardiac dissociation occurred. Resuscitation was performed; cardiac massage, corongraphy, and extracorporeal membrane oxygenation (ECMO) without resolution. The patient expired. It was also noted the guidewire of the integrated needle/dilator was kinked when advancing into the right femoral vein. The needle/dilator and the sheath were retracted and were advanced once again without issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.